Event description:
It was reported that the distal tip of these drivers are warped and has broken a screw on insertion. No patient injuries were reported.

Manufacturer narrative:
Three (B)(4) biosure cannulated hudson end ratchet drivers returned. There were 3 separate complaints opened. These are four year old reusable demo instruments. The complaints stated: ¿the distal tip of these drivers are warped and has broken a screw on insertion.¿ the hudson ends are not damaged. The shafts are straight. The flutes indicate considerable use. They are scratched dinged and gouged. The distal tips have attained damage. The holes are distorted to various degrees. They are flared and out of round. The product has been used with excess torque. This can occur from use of an inadequate sized tap or hard bone. It is recommended for the biosure screws that a tap 1 mm larger than the screw size be used. Condition and confirmation of proper function of driver bit and chuck may contribute to the symptom. Debris such as bone chips caught in the bit or chuck may contribute to non-concentric drill spin. No root cause related to the manufacture of this device was confirmed. Additional information in: address line 1 and international zip code: (B)(4). Unique identifier correction in (company representative in blank and health professional marked).

Event description:
It was reported that during the procedure, the distal tip of the driver was warped and broke a screw on insertion. It is unknown if there was a backup device available to complete the procedure. There were no significant delay or patient injuries.